Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming functional testing) has been confirmed. Upon investigation the monitor reset during a pulse test. The cause for the failure was isolated to defective t2 and t3 transformers on the defibrillator pca. The root cause for the defective transformers could not be positively identified. No adverse event resulted from the monitor malfunction.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functional testing.